Manufacturer narrative:
Method: (B)(4). One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Visual inspection revealed no anomalies. The results of the catheter investigation concluded that the optical signal and thermocouple properties met specifications. Electrical testing revealed acceptable resistance values with no open or short circuits. Analysis of the data log files indicated the optical signals conformed to specifications, the recorded temperatures show cooling during rf ablation, and force measurements were displayed throughout the procedure. The log files also indicated contact force measurements during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. Following double transseptal punctures, a tacticath quartz ablation catheter was advanced into the left atrium. During ablation around the pulmonary veins, a steam pop occurred and the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The pulmonary veins were then isolated and the procedure was completed. There were no performance issues with the tacticath quartz ablation catheter.